Event description:
It was reported that in (B)(6) 2014 the joystick extension cable was replaced for the m41srb power chair. End user reports having problems with chair slowing down after the replacement. She reports no problems up until this point. On (B)(6), the dealer replaced the joystick extension cable again per the recall letter. The end user noticed a hesitation the same day, but took the chair out on friday. The chair stopped dead in the middle of the street and end user claims she was almost hit by a car. She was able to start it again after turning off the joystick and turning it back on. She states now the legrest is rubbing against the side of the chair due to the abrupt stop. She was complaining of back pain due to the abrupt stop. She added later that the controller was very hot where the joystick extension cable plugged in.